Event description:
It was reported that the customer passed away in a hospital. The caller stated that on the death certificate the cause of death is aspiration, pneumonia (3 days), acute chronic respiratory failure (3 hours). The caller guessed the date of hospitalization to be on (B)(6) 2014. The customer had been vomiting very badly and was taken to the emergency room. The customer was being treated for fluid removal from his lungs and stomach; he was vomiting a lot. The customer had liver cancer, had a transplanted kidney, and had enlarged heart. He had several infections over the years. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller was unsure about the customer's sensor use, but she stated that she doesn't think the customer used sensors. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and cracked reservoir tube lip. No data was available from the insulin pump because it was received without a battery installed.